Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed testing, with no anomalies. The heart lead flex was found to be out of specification. The connectors were pulled away from the flex, due to the output connector wires being bent the wrong way. One side bail cover was also broken, the keyboard was scratched, and the ring was bent.

Event description:
It was reported to the biomedical engineer, by the pediatric critical care unit (pccu), that the epg (external pulse generator) did not pace. The epg was replaced with another device. It was returned for repair. No patient complications were reported as a result of this event.